Event description:
It was reported that "pt came in for a revision surgery and had broken vitallium rods".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.